Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown, however, it was reported that the jejunal tube had been in place for 9 months. According to the complainant, during a planned replacement of the jejunal tube, a bezoar and gastroduodenal ulcers were discovered in the patient. The jejunal tube was removed and the patient is awaiting for positioning of a new jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown, however, it was reported that the jejunal tube had been in place for 9 months. According to the complainant, during a planned replacement of the jejunal tube, a bezoar and gastroduodenal ulcers were discovered in the patient. The jejunal tube was removed and the patient is awaiting for positioning of a new jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 30, 2014: the procedure date is (B)(6) 2013. The infusion therapy was started in (B)(6) 2011. The fitobezoar deposit was located at the tip of the jejunal tube and traction. The decubitus ulcer was located at the pylorus and along the duodenal c. As a result of the event, the patient had prolonged hospital stay.